Manufacturer narrative:
The subject device has not yet been received at regional repair center (rrc) olympus hamburg for evaluation . In addition, the customer hygiene microbiological investigation (hmi) results, cds checklist has not yet ben provided and therefore , the culture results in which the type of microorganism or growth found during the culture test is unknown at this time. Follow ups are in progress. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported the loaner device was cultured , tested positive at the customer during incoming inspection. The customer did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cds practices, results of third party testing, the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The user provided their cleaning disinfection and sterilization (cds) practices of the subject device where the pre-procedure check was not performed. Precleaning is performed immediately after the procedure. No other pre-cleaning steps were performed. All accessories were reprocessed without any defect. The time from pre-cleaning to manual cleaning was less than 60 minutes. Leak testing was performed in accordance with the device instructions for use (IFU). The detergent used for manual cleaning is mediclean forte manufactured by dr weigert. The brushed points were the instrument/ suction channel, suction cylinder, instrument channel port, and forceps elevator. Detergent was not aspirated through the instrument/ suction channel. The brush was inserted into the instrument channel from the suction cylinder. The distal end is brushed with a channel-opening brush and maj-1888 (or corresponding 3rd party brush). Flushed channels include: air/water, instrument / suction channel, and auxiliary channel. Flushing of accessories was performed according to the IFU. The forceps elevator was operated in the detergent solution and the distal end was flushed with maj-2319. Manual disinfection information was not made available. An getinge ew2 automatic endoscopic reprocessor (aer) is used with pokayoke detergent and pokayoke a + b disinfectant. A clear system is established to avoid any mix-up/cross-contamination of contaminated and reprocessed edoscopes/accessories. A drying cabinet is used to store the endoscope for a maximum of 30 days stored wet: 4 hours max otherwise cds again. The scope was not sterilized.

Event description:
New information was received where the colony forming units (cfu) total for the customer culture results were greater than 10 cfu. B3: the date of the event was the 13th or 14th of october 2022.